Event description:
It was reported to siemens that an adverse event occurred while operating the somatom perspective (de) CT system. An 81-year-old female patient was taken to the hospital's emergency department on (B)(6) 2023, because she reportedly ¿fell sick that day and suddenly fell down¿. She was diagnosed with a covid-19 infection and several CT examinations were planned; face, brain, and lower extremities, as well as abdomen and chest. During the last examination (abdomen and chest), the patient's left arm broke through the plexi-ring of the CT portal (scan window). As a result, the patient suffered a bone fracture of her left forearm as well as soft tissue damage including nerves and fingers. The patient underwent surgery in the hospital after the incident and is recovering in the intensive care unit. This report is submitted with an abundance of caution.

Manufacturer narrative:
According to the available information, the patient was not fixed and was advised not to move. She was positioned in head-first scan direction for scanning the abdomen or chest, and her arms were placed on the head arm support cushion. According to the owner¿s manual (instructions for use), the patient should always be observed during all system movements and the operator should press the stop key in urgent situations. Siemens healthineers is conducting a thorough investigation of the reported event. Should the investigation identify a general design, systematic issue, or any other reason as a root cause of this issue, a supplemental report will be filed. Based on the available information the system worked as specified.

Manufacturer narrative:
On august 22, 2023, siemens healthineers became aware of additional information that the patient's thumb was amputated due to the reported injury. The patient is still under care at the hospital and has undergone a second surgery. The technical investigation is still ongoing.